Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) brought the ventilator to the shop and verified the issue. When the ventilator was powered on, the screen was black. The bme then called technical support to obtain the part number and pricing of a new screen. Due to the cost, the bme did not place the replacement order, and the ventilator has not been repaired as it has been retired and removed from service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dark. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the screen was dark. The remote service engineer (rse) went over the customer's options and found that the customer needed to upgrade to a second-generation lcd per serial number of the device. The rse also provided the customer with the part number and price of the replacement user interface (ui) assembly for repair. Investigation is ongoing.